Event description:
It was reported that the bd¿ sharps collector experienced missing label information. The following information was provided by the initial reporter: a lot number cannot be determined. This is because it is a sticker and not engraved or printed. The lot numbers of all 1.2l are unreadable as they arrive ripped at our facility. This could be because the containers are stacked in each other and boxed for shipping. The stacking of the containers rips the sticker either in the stacking or unstacking process, therefore the label system for lot number is a waste of time and is not fit for the purpose intended.

Manufacturer narrative:
H6: investigation summary: actual complaint container is no longer available and the batch label scratched out (white label) it will not be possible for manufacturer to investigate the actual container batch. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd¿ sharps collector experienced missing label information. The following information was provided by the initial reporter: a lot number cannot be determined. This is because it is a sticker and not engraved or printed. The lot numbers of all 1.2l are unreadable as they arrive ripped at our facility. This could be because the containers are stacked in each other and boxed for shipping. The stacking of the containers rips the sticker either in the stacking or unstacking process, therefore the label system for lot number is a waste of time and is not fit for the purpose intended.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.